Manufacturer narrative:
The log file evaluation revealed that certain alarms were posted pointing to a deviation detected with the motor of the ventilator piston. The motor had been replaced and the concerned part was subject to in-depth testing at the manufacturer's lab. The problem could not be duplicated with varying conditions - the motor passed a 5-days endurance run in a lab device without observations. The most likely explanation would be the following: if the ventilator piston is moving down during operation this will cause underpressure which lets fresh gas flow into the chamber. In case of fresh gas deficit the underpressure may reach the threshold at which an auxiliary air valve on top of the ventilator is being opened to prevent damages by letting ambient air flowing into the chamber. If the membrane of this valve is sticking and opening does not work, the next escalation step of the safety concept is to switch off the motor and post corresponding alarms. The hospital performs its own device service. Reportedly, the user does not consequently follow the cleaning and disinfection recommendations laid down in the IFU which may have caused or contributed to the sticking valve membrane. Draeger was seeking for more information - fresh gas flow settings etc. To substantiate this theory but the information was not provided. The suspected motor meets specifications.

Event description:
Please refer to initial MFR. Report #9611500-2015-00142.

Manufacturer narrative:
The investigation was started but has not yet been concluded. The investigation result will be reported in the follow up-report.

Event description:
It was reported that during a case, the ventilator would intermittently stop working in automatic mode and would display a 'vent fail' alarm message. The case was completed using manual mode and there was no pt injury reported.